Manufacturer narrative:
Date of initial report: 10/04/04

Event description:
Procedure: hysterectomy. Reportedly, the device was being applied to tissue and the knife was activated. Then the jaws of the device would not open to release the tissue. The surgeon had to use a set of forceps to pull the tissue out of the jaws of the device. The operation time increased, however, there were no reported ill effects to the patient.